Manufacturer narrative:
Livanova completed the investigation of the defective component. Results revealed that the bearing and the motor shaft were rusted and that the engine electronics were defective. It was not possible to determine if the pump was blocked due to the pinched wire or to the above mentioned mechanical defects. Thus, the exact root cause remains unknown.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative in charge for the repair inspected the device internally and found out that the patient pump 1 motor had a pinched wire. He replaced the pump and was thus able to remove the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, during the repair of a heater-cooler system 3t, the technician found out the patient pump 1 not turning when pushing the "circulate" button. There was no patient involvement.